Event description:
It was reported that the coil prematurely detached during preparation. The device was not used in the patient.

Manufacturer narrative:
The device was returned for evaluation, and the implant coil was found detached. The pusher assembly was found broken with the release wire pulled back and likely caused the coil to detach (which is an alternate detachment method stated in the IFU). (B)(4).